Event description:
A patient died of a postoperative mersa (staph) infection. Depuy acromed lumbar cages were used in the case. It was reported that most of the infection was noted at the IV site. The surgeon reported that he does not believe that this was device related. A lumbar cage 600-2012 was also implanted.